Manufacturer narrative:
The complaint device was not returned for analysis. The mfg batch record review confirmed that the device met all material, assembly, and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and severely tortuous left anterior descending artery (lad). A non bsc stent was implanted in the lad. The 2.5 x 12 mm quantum maverick monorail balloon was then inflated in the lesion, however, it ruptured. The balloon was removed intact. It is unk how many inflations and to what atms occurred. The procedure was completed with a different device. The pt's status is listed as good with no complications reported.